Manufacturer narrative:
The associated complaint device was not returned. Per the photo attached the gii tibial cutting block exhibited a fracture of the set screw due to a torsional overload. This fracture of the thumbscrew is likely due to stresses in excess of its material properties being applied to the thumbscrew during use. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened.

Event description:
It was reported that screw broke while it was being adjusted. No delay. No revision surgery performed. No impact or injury to patient reported. Further information is unknown yet.